Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited elevated shock impedance measurements of 150 ohms and delivered an inappropriate shock due to wide complexes and t-wave oversensing. It was noted that undersensing and small r-waves previously occurred over a year ago. The s-ICD was reprogrammed and smart pass was turned on. The s-ICD system remains in service. No adverse patient effects were reported.